Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed flattened coils approximately 17 to 18 cm from the terminal pin, and closer evaluation showed the anode coil was fractured in that area at approximately 17.5 cm from the terminal pin. The damage appeared to be initiated by a localized compressive stress which was likely caused by entrapment in the clavicle/first-rib region. Also, noted the distal tip section of the lead was missing. The field observations were confirmed by analysis.

Event description:
Boston scientific received information that the patient with this pacemaker system was syncopal. Indication for pacer implant approximately two years ago was third degree av block. Device evaluation was done and noise with oversensing was noted on this right ventricular (rv) lead, and the impedance measured 360 ohms. The right atrial (ra) lead also had noise with oversensing, which was reproducible with isometrics, and low pacing impedances < 100 ohms. Subclavian crush of both leads was observed on x-ray. Surgical intervention was performed and the entire pacing system was successfully replaced; the ra lead and generator were explanted, and the rv lead was capped as it unravelled and part was left in the right atrium. No additional adverse patient effects were reported.